Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported under infused. There were still 40 or 50 mls left in the bag. There was no patient injury reported.